Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a delay with the pump touch screen. During troubleshooting with tandem technical support, it was confirmed that the pump touch screen was responsive. The customer's blood glucose was 86 mg/dl.